Manufacturer narrative:
A possible root cause was determined regarding the barcode misread issue. It appears that the barcode labels in question came from the outpatient clinic printer that is not used often. The barcode labels that were printed with the other printer located in the lab were read without issue. The customer indicated that the provue is operating as expected and the issue lies with their one printer. The printer cannot be ruled out as a contributing factor. This customer has not logged any complaints against this analyzer since this incident. (B) (4). (B) (4).

Event description:
Customer is reporting that a sample barcode was misread by the ortho provue's sample camera. Sample (B) (4) was read as (B) (4). No erroneous results were reported. Sample misidentification may lead to the reporting of erroneous test results.